Manufacturer narrative:
Internal complaint number: (B)(4). Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaints was reported for the same lot/serial number and reported failure mode. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/213 & 67) the device was returned to the factory for evaluation on 05/03/2021. An investigation was conducted on 05/04/2021. Signs of clinical use and no evidence of blood was observed. The conical tip was observed to be intact. No visual defects were observed. A mechanical evaluation was conducted. The conical tip was threaded onto a reference endoscope with no physical or visual difficulties. The center of the conical tip was observed to be correct. An image quality inspection was performed on 06/03/2021 with an endoscopic video imaging system. A clear image was able to be obtained. The image was observed to be clear with no visual defects observed. Based on the returned condition of the device, the reported failure "positioning failure" was not confirmed. Trend analysis: (4110/213) the overall ¿dissection tip¿ 24 month complaint trend data for the period may 2019 through apr 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 conical tip was off center, conical tip is the dissection tip the procedure was completed with extreme care using same device. No patient effects to date.